Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during an emergency exploratory laparotomy, the nurse checked the power handle had been fully charged when taking it out from the charger. The connection with the shell was able to be performed without problems, however, when adapter was connected as the indication on the display, the handle blacked out. The handle was removed and it was put back to the charger, it would not restart when it was taken out from the charger again, a manual handle was used. It was the second time that the handle blacked out, since it restarted immediately after the first blackout, they took a wait-and-see attitude and used the handle, but this time the handle still had not started up. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.